Event description:
Intubated pt in ed upon arrival. Clinical team transported pt to cath lab per portable ventilator. During the interventional procedure the respiratory therapist (rt) noted the 02 saturation started dropping. Rt discovered the portable ventilator stopped ventilating and simultaneously began manually ventilation. A replacement ventilator was started.